Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the t-handle was broken into two pieces. The device was most likely was side loaded during use. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter device handle was pretty thin. During in-house engineering evaluation, it was determined that the t handle was broken into two. It was unknown if there were any delays to the procedure of if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.